Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(4)) displayed a "pump failure error" message was confirmed during the event log review and functional testing. The root cause was an improper installation of the pump rotor. During visual inspection, unrelated to the reported complaint, observed the pump rotor had some saline damage and one bearing on the small roller was worn. The probable cause could be due to the normal wear and tear or could be due to mishandling, as no preventive maintenance (pm) was performed on the console for the last two years. An event log data review was performed and showed the presence of the tcmid:01(pump failure) as a result of slow pump speed as the pump rotor was rubbing against the pump lid. During functional testing, found pump rotor was too high on the shaft. The pump rotor was scraping the pump lid. During further evaluation, after the pump rotor was removed, found the locking puck for the rotor shaft was on top of the collet causing the pump rotor to be too high on the rotor shaft. The pump rotor was replaced to address the issue. Following the repair, the thermogard was tested and passed all the testing criteria, and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard console sn (B)(4).

Event description:
During the device setup for patient use, the thermogard console (sn (B)(4)) displayed a "pump failure error" message. Another thermogard console was used to start the treatment. No consequences or impact to the patient.